Event description:
During pci of a de novo lesion in the left anterior descending artery, the hub came off the shaft as they were preparing to cross the lesion. The lesion was not calcified or tortuous. The product appeared normal when removed from the packaging and prepped normally. Negative prep was performed outside of the patient. As the stent delivery system was being hooked up to the inflation device, it pulled negative and sucked in air. The stopcock was checked and at that point, it was observed that the hub was not attached to the shaft and was completely separated. The product was removed and another one was used to finish the procedure without incident to the patient. This product is available for testing and evaluation but the engineering report has not been completed.